Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported that body sweat could have induced the unspecified malfunction alarm. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value.